Event description:
Pt had an intrajugular split ash hemodialysis catheter inserted for approx 6 mos. When pt came in for outpt treatment, catheter dressing was removed and pt had a split in the catheter that caused a major air embolism. The pt was stabilized and transferred to another facility, to pt's surgeon of choice, for reinsertion of another catheter. The catheter was sent by the other facility to the MFR.